Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1005 during shock delivery due to high out of range shock impedances on the right ventricular (rv) lead. Technical services (ts) discussed that the lead system is likely damaged or disconnected. Ts recommended replacing the lead system. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1005 during shock delivery due to high out of range shock impedances on the right ventricular (rv) lead. Technical services (ts) discussed that the lead system is likely damaged or disconnected. Ts recommended replacing the lead system. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated the rv lead was surgically abandoned and replaced. The ICD was explanted and replaced. No additional adverse patient effects were reported.